Event description:
Before the patient was in the room, the product was tested prior to start of case. The battery did not work. A second battery was utilized, and it failed. A new handpiece with the second battery was tried and worked.